Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered pain and discomfort, dyspareunia, reoccurrence, worsening stress urinary incontinence, and emotional distress. No further information has been provided.